Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The mandrel of the 2.50x28mm promus element stent delivery system was removed. The stent protector cover was then removed and the stent became stuck to the cover and was stretched and damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned with the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was also returned stuck in the stent protector, severely stretched and damaged. It appears the balloon was subjected to positive pressure during preparation, slightly inflating the balloon and thereby deploying the stent on the inside of the stent protector. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon appeared tightly wrapped. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is handling as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The mandrel of the 2.50x28mm promus element stent delivery system was removed. The stent protector cover was then removed and the stent became stuck to the cover and was stretched and damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.